Event description:
The day after treatment with cosmoderm 2 to periorbital wrinkles, the patient presented with bruising and bumps at the treatment site to the physician. Further follow up with the physician notes that the bruising is resolving but the bumps remain. The physician recommended heat and massage be applied to the area. The physician attempted to extrude the product, however some bumps remain. Allergan will continue to follow up with the physician for the lot number and any additional information.